Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff could not get the camera to focus. During the event, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse was unable to resolve the reported issue with troubleshooting of the camera. The surgical staff did not have a backup camera head for troubleshooting. The site was sent a replacement camera head. On (B)(4) 2014, isi contacted a nurse from the site and obtained additional information regarding the reported event. According to the nurse, the patient was under anesthesia when the camera issue was observed and no incision ports had been placed at the time. Due to the reported vision/camera issue, the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques. The nurse indicated that the open surgery was completed successfully and no post-operative complications were reported. On (B)(4) 2014, an isi field service engineer (fse) contacted the site. The site informed the fse that the da vinci surgical system was working properly with a new camera head.

Manufacturer narrative:
The camera head was returned and evaluated. The customer reported failure mode was confirmed with the evaluation of the camera head. The camera head was found to have a damaged stage assembly. The camera head was out of alignment and needed adjustment. The fiber optic cable was also found to be damaged and needed replacement. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques after encountering a vision issue with the da vinci system.